Event description:
It was reported that high capture threshold was observed. Lead dislodgement was noted via fluoroscopy. The lead was explanted and replaced. After the lead was extracted suspected foreign material was observed in the helix .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.